Event description:
It was reported ", patient underwent emergency pci in the catheterization lab due to coronary artery disease, applied aortic balloon counterpulsation pump transferred to the door of the eicu, the screen showed that the power was available to be used for about 20 minutes, however, when preparing to lift the patient to the bed, during which time it was not more than 2 minutes, the counterpulsation pump cut out and blacked out, contacted the second hospital to borrow the counterpulsation pump urgently and did not cause any damage to the patient". The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "patient underwent emergency pci in the catheterization lab due to coronary artery disease, applied aortic balloon counterpulsation pump transferred to the door of the eicu, the screen showed that the power was available to be used for about 20 minutes, however, when preparing to lift the patient to the bed, during which time it was not more than 2 minutes, the counterpulsation pump cut out and blacked out, contacted the second hospital to borrow the counterpulsation pump urgently and did not cause any damage to the patient". The patient's current condition is reported as "fine".